Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was detected the foley catheter had an orifice in the globe which caused a leakage. This was causing the product to doesn't perform its function properly.

Event description:
It was detected the foley catheter had an orifice in the globe which caused a leakage. This was causing the product to doesn't perform its function properly.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The silastic foley catheter was returned with the opened original packaging. Attempted to inflate the balloon with 10cc di water using a luer lock syringe, however, as the water was injected it began to spray from what appeared to be a pinhole in the balloon. Although a specific cause cannot be determined a potential root cause for this event could be, "high modulus latex". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." "Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." "Recommended inflation capacities 5cc balloon: use 10ml sterile water" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.